Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the common femoral artery (cfa) using an indigo system catrx aspiration catheter (catrx) from an indigo system catrx kit. During the procedure, the physician experienced resistance while introducing the catrx into the non-penumbra access sheath. The catrx subsequently became kinked at the proximal rx wire port while being advanced into the access sheath. The catrx was therefore removed and was no longer used in the procedure. The procedure was completed using a non-penumbra catheter. There was no report of an adverse effect to the patient.